Manufacturer narrative:
The proximal segment of the lead was returned severed 19.2 centimeters (cm) from the terminal pin. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received indicating an invasive procedure was performed to replace the lead due to the observed high out of range shock impedance measurements. The lead was surgically abandoned and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
An electrophysiology study was planned for the patient and a lead replacement was being considered. Records indicate this lead remains in service at this time. This report will be updated should additional information become available.

Event description:
Boston scientific received information that this implantable defibrillation lead exhibited high out of range shock impedance measurements. Previous measurement trends showed consistent measurements until approximately six months ago when the measurements began to vary. There was a concern the lead was fractured. No adverse patient effects were reported.